Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic/calcified lesion, the md was unable to inflate the balloon to more than 5 atm. No patient injuries or complications were reported.

Event description:
It was further reported the lesion was in the left anterior descending coronary artery.